Event description:
During a thrombectomy for a cua, the solitaire revascularization stent became detached from the wire and was left in the middle cerebral artery. The clot was not able to be removed and after multiple attempts, the retrieval was unsuccessful and the stent was left in patient. Product had patient contact and patient harm. Product is being sequestered by the overlake risk team at this time.